Manufacturer narrative:
The lead was explanted and replaced. This lead will be analyzed should it be returned.

Event description:
Boston scientific crm received information that post implant of this right ventricular (rv) lead, surface electocardiogram (ECG) looks fine when programmed to ddd mode 30, however as soon as the mode is changed to dddr, the surface ECG becomes noisy. Technical services (ts) explained that minute ventilation (mv) could be interfering with the surface ECG and recommended using a programmer to confirm if this is an mv issue versus programmer issue. It was also noted that r-waves have decreased from 11mv at implant down to 3 mv. Four days later this lead was explanted due to the decreased r-waves and loss of capture at high outputs. It was determined that the lead had an acute dislodgement. An active fixation rv lead was implanted in its place. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual observation of the lead confirmed some damage to the lead's insulation and conductor coils. The lead passed resistance testing verifying it's electrical performance. Hipot and pressure testing were then performed and the lead did not pass due to the compressed conductor coils and cut in the lead's insulation. Laboratory analysis was unable to confirm the clinical observations since resistance testing confirmed the conductive paths were in specification. The damage found to the lead's insulation and conductor coils appeared to have been surgically induced.